Event description:
It was reported to philips that the zenition system would not x-ray as the wireless footswitch pedal was not working properly. No harm was reported. A philips field service engineer (fse) inspected the system onsite and identified an issue with the footswitch. Fse proceeded to replace said footswitch and confirmed the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired foot pedal does not work. During troubleshoot, the fse found their issue caused due to wired footswitch. To resolve the issue, the philips engineer replaced wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.